Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the returned implant was examined, and the complaint condition could be confirmed as a portion of the distal shaft broke off from the drill bit and was not returned. No other issues were identified with the returned components of the device. A device failure was identified. Dimensional inspection: outer shaft ø, proximal to breakage was measured and is within specification as per relevant drawings. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: no definitive root cause could be determined, it is possible that the excessive torque/force was used during resulting in the broken shaft. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.060, lot: 9448610, manufacturing site: bettlach, release to warehouse date: 03.jun.201. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an emergency procedure on (B)(6) 2019, the surgeon planned to place a 10mm diameter nail and verified in situ that it had not been delivered. Instead, the surgeon attempted to place a 9mm nail, however, its entrance to the canal could not progress; it was changed to an 8 mm x 315 nail. The nail was placed with resistance and displaced the fracture. When locking the nail in the distal hole, the drill bit progressed without difficulty. In the next hole, a slight resistance was felt and a strange noise was heard; a type of cortical noise. The drill bit broke. The surgeon selected another drill bit. The drill entered to a certain extent and then encountered resistance. Again, the drill bit broke. After reviewing the two drill bit fragments in the bone space, the surgeon decided to leave them in the patient. Procedure outcome is unknown. There was no reported patient consequence. This report is for a 3.2mm three-fluted drill bit. This is report 1 of 3 for (B)(4).